Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2017 which performed as expected. The immucor laboratory also tested returned blood sample from the customer site which yielded an unexpected negative outcome, thereby reproducing the customer issue. An immucor field service engineer (fse) previously visited the customer site to assess the testing instrument on (B)(6) 2017. The instrument was only being used for training and validation purposes prior to that date. There was no remote electronic access to the instrument so immucor technical support assessed the testing in question with a faxed report copy.

Event description:
On (B)(6) 2017, an immucor employee at a (B)(4) customer site reported on behalf of the customer site an unexpected negative antibody validation outcomes when using capture-r ready-screen (3) with a galileo neo instrument, when tested on (B)(6) 2017.